Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.

Event description:
Event detail: pathfinder end extender sleeve broke at the tip during final tightening on set screw. Additional information received from the sales representative (B) (6) 2010. During a primary fusion surgery at l4-l5 on (B) (6) 2010, the pathfinder end extender sleeve broke off at the tip on final tightening of a set screw. The broken piece could be visualized on x-ray however, the surgeon was unable to retrieve it. The surgeon irrigated and suctioned the wound and the pathfinder end extender sleeve portion was retrieved from the suction contents. There was a surgical delay of 30-60 minutes while the retrieval of the extended sleeve piece was performed.